Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the connector assembly could be confirmed due to improper assembly procedures. One assembled two-piece connector for a groshong s/l nxt PICC was returned for investigation. The connector was locked together. No portion of the catheter was noted to be attached to the connector. No loose segments of tubing were returned for investigation. The two piece connector was disassembled and the distal connector piece was bisected, which revealed that the blue compression sleeve had been pushed into the taper of the luer adaptor. No portion of the catheter was found in the connector. The outside diameter (od) of the metal stent on the proximal connector piece measured 0.0355¿, which is within specification. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, then modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the catheter over the connector blunt, and then aligning and sliding the two connector pieces together until the connector barbs are fully attached. The reported disconnection appears to be associated to the user not following the procedure as outlined in the IFU. The IFU states, ¿if you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter.¿ a lot history review (lhr) of rezj0535 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the groshong PICC catheter placement was conducted at the on (B)(6) 2017 and the operation was smooth. It was found that the connections between the pressure reduction sleeve and the catheter were not matched with each other, with the diameter of the former much larger than that of the catheter when connecting the extension tube after trimming the catheter. Normal saline injection was conducted with a 20 ml syringe, with liquid flowing out from the connection between the catheter and the extension tube, which was replaced with a new one, with its dimension matched with that of the catheter. There was no liquid flowing out any more.